Manufacturer narrative:
H10 h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection observed the cable connector was opened to check the wiring and the ground wire (black) was loose inside the cable connector. Functional evaluation revealed both pedals did not function. The complaint was confirmed. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include an excessive tensile stress applied to the cable could have partially broken one or more signal wires prematurely.

Event description:
It was reported that the footswitch was not activating. It is unknown whether the event happened during surgery and if there was a patient involvement. The unknown procedure was completed using a back up device and no delays were reported.